Event description:
In 2007, a pt underwent uterine ablation with the novasure device. After introduction of the cervical catheter, the rf -radio frequency- unit failed to fire properly. A second probe was introduced into the cervix and a 'vacuum' light came on. The co rep informed the attending physician that this was a 'common problem' and that the vacuum light should be overriden by rapidly depressing the foot pedal. Subsequently, the pt went home, but returned to the hosp on the 3rd post procedural day, where it was found that she had thermal burns to her colon. The pt had a prolonged hospitalization and required a colectomy, removing 12 inches of bowel. She was admitted to the surgical intensive care unit.